Manufacturer narrative:
Date sent: 5/20/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that post op an adjustable band procedure, the port had flipped and in an attempt to unflip the port; the hooks would not lock. The surgeon replaced the port. The patient is fine.